Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05159 and 2134265-2018-05344. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that it froze during pullback. Thus, automatic pullback failed. However, after turning off and on the ilab main switch, it was able to perform pullback. Furthermore, it froze again during cd archive a blue screen stop code ¿c2¿ bad pool caller was displayed during archive. No patient complications were reported.